Manufacturer narrative:
Investigation summary: based on the information available, due to sharp instrument damage was identified, product analysis was unable to confirm the reported events. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the ams700 ipp cylinder was visually inspected, leak tested and examined using a microscope. Cylinder had wear at folds in cylinder body. Cylinder had broken/detached of the outer tube and broken detached of fabric threads in the proximal cylinder body; a hole which led to fluid leak was present. This damage was the result of a sharp instrument damage which probably occurred during the explant. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder was not pressure test due to leak was identified. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) device due to a tear in the left cylinder. Two weeks prior to the surgery, the patient was admitted to the hospital because the ipp was not working properly. Post procedure, a patient outcome of stable was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) device due to a tear in the left cylinder. Two weeks prior to the surgery, the patient was admitted to the hospital because the ipp was not working properly. Post procedure, a patient outcome of stable was reported.